Event description:
A customer reported during a cataract extraction with intraocular lens implant the "unit would not phaco" and there was a problem with the "dr settings". The patient sustained a pc tar and an anterior vitrectomy had to be performed. The patient's condition is unknown at this time. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).